Manufacturer narrative:
(B)(6) . The device was manufactured november 16, 2017 - november 17, 2017. The device was received for evaluation containing no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill and the next day, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during infusion. The device had been filled with 2600mg fluorouracil in 5% glucose solution to a total fill volume of 92ml. There was no patient injury or medical intervention associated with this event. No additional information is available.